Event description:
The insert would not fit into the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The summary of the evaluation, although perhaps inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.